Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units art line cable is not recognized by unit. There was no patient injury reported.

Event description:
N/a.

Manufacturer narrative:
Additional information received on 09/08/2022: updated fields: b4, d9, e2, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Investigation finalized on 03/23/2024: a getinge field service engineer evaluated the device for "art line cable is not recognized by unit." Powered device 'on' and confirmed unit passed all power on self tests. Connected known trainer and known iab and initiated autofill. Device successfully completed autofill and continued pumping for approximately 60 minutes without any abnormal function or alarms occurring. Commenced troubleshooting and connected simulator to external bp input and confirmed reported complaint that device was not recognizing an input signal. Further investigation determined that the jumpers on jp6 and jp7 on the front end board were misaligned. Moved jumpers to correct pins and confirmed the device was correctly recognizing external inputs. Completed front end board checks as well as full pm, calibration, safety, and functionality checks per the service manual. All checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use.